Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial lead exhibited a failure to capture and high pacing impedance. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and high lead impedance were not confirmed. The final analysis found that as received, a complete lead was returned in one piece one piece for analysis. Electrical testing did not find any indication of conductor fracture or internal shorts. Visual inspection of the lead did not find any anomalies.